Event description:
Required to wear a mask for dance practice and ended up not being able to finish practice as feelings of lightheaded, nauseous, rapid heart rate and headache took over. The next time my daughter was puking within 20 minutes of practice from wearing a mask while dancing. The symptoms have not gone away even when not wearing a mask, her heartrate will just go crazy and get lightheaded, so we are now seeing doctors trying to figure out what is going on even a cardiologist. We are also seeing a counselor because anxiety issues have started while wearing a mask in school. We have been to an ER twice, counseling, regular dr 3 times and cardiology all because of these stupid mask mandates. This is child abuse! These kids are being tortured wearing a mask while trying to play a sport; fltr. FDA safety report ID # (B)(4).